Event description:
Procedure type: sleeve gastrectomy. According to the reporter: after firing the second reload of duet6048a the blue eye (seal) of the trocar fell into the abdominal cavity.

Manufacturer narrative:
(B)(4).